Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. This is the first of two submissions from the same patient event. The other is 1220246-2016-00366 ((B)(4)). No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.

Event description:
It was reported that during a hand tfcc reconstruction procedure the disposable kit ar-1320dsc lot 1188386 ((B)(4)) did not have the necessary drill sleeve. The surgeon drilled for the anchors without using a drill sleeve. As a result the anchors ar-1320bcnf, lot 1304766 (qty 2) ((B)(4)) were not secure and pulled out. The procedure was not completed as planned. Instead the procedure was completed by changing the technique and using bone tunnels.